Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. Qc recovery was within the ranges. There was no indication of a performance issue of the reagent. The calibration was last performed on 06-aug-2024 and it was higher than expected. The alarm data showed a temperature monitoring warning. The field service engineer replaced the measuring cells and verified that the instrument was performing within specifications. The cause was due to a component failure (the measuring cells were due for replacement). The service actions (replacing the measuring cells) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of discrepant results for 2 patients' whole blood samples tested with elecsys tacrolimus assay on a cobas e801 immunoassay analyzer when compared to a liquid chromatography-mass spectrometry (lc-ms) technique. Sample 1: initial result: 4.8 ng/ml. Repeat result: 3.6 ng/ml (tested using lc-ms). Sample 2: initial result: 16.1 ng/ml. Repeat result: 11.4 ng/ml (tested using lc-ms). The initial results were reported outside the laboratory. The customer questioned the initial results and repeated the samples. The customer also questioned the comparison of the e801 and the lc-ms.

Manufacturer narrative:
The cobas e801 serial number was (B)(6) the investigation is ongoing.